Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Issue with this item passage of the wire guide into the prothesis "as per cc form": after the opening of the packaging, the guidewire (tracer metro® direct¿ wire guide / 0.035 inches / 260 cm) was introduced at the distal end of the catheter, but its progress stopped after about 10 cm. An attempt to introduce the guidewire from the zip port resulted in the same event, with the guidewire stuck approximatively in the same point. Lab evaluation completed on (B)(6) 2022: visual inspection: safety lock returned separately. Lock wire in place. Red marker at second dimpling. Functional inspection: 0.035" guidewire was fed into introducer and slight blockage was noted at approximately 12cm from the tip, guidewire was able to advance through the blockage when some additional force was applied. Lab re-evaluation date: (B)(6) 2022 visual inspection: n/a functional inspection: 0.035" guidewire was fed into introducer and slight blockage was observed again, guidewire was able to advance through the blockage when some additional force was applied. Stent deployed without issue. Polyimide is observed to be kinked/pinched. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence at what stage of the procedure did the complaint occur? When unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal after unpacking the evolution, when trying to introduce the guidewire inside the stent catheter what endoscope type and channel size was used? Not applicable (no contact of the device with the endoscope) what was the position of the elevator? N/a, open, closed not applicable (no contact of the device with the endoscope) details of the wire guide used (diameter, type, make)? Tracer metro® direct¿ wire guide / 0.035 inches / 260 cm was the zip port facing upwards and slightly curved when backloading the wire guide? N/a, yes, no. Not appliable (the guidewire did not even reach the zip port, getting stuck less than 10 cm from the distal end) did any part of the stent contact the patient¿s anatomy when the complaint occurred? N/a, yes, no. No. Please advise the anatomical location of the intended target site. Choledochus. How long was the stent in the patient by the time this complaint occurred? Not appliable . For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a, yes, no not appliable . If yes, how often was this completed? Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. What intervention (if any) was required? Another identical stent was used, without any inconvenience. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day intended intervention was completed in the same procedure. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. No. If yes, please specify what was observed and where on the device it was observed. Stricture information: not relevant. The stent was not even introduced in the endoscope nor in the patient what was the length and diameter of the stricture? Where was the stricture located in the body? Was there resistance felt passing wire guide through stricture? N/a, yes, no. Was there resistance felt passing the evolution through stricture? N/a, yes, no. Was the stricture dilated before stent placement? N/a yes, no. Questions related to during insertion into patient not relevant. The stent was not even introduced in the endoscope nor in the patient. However the product was inspected as always after unpacking. Was the product inspected for kinks or damage before use? N/a, yes, no. Was resistance felt during insertion into patient? N/a, yes, no. If yes, at what point? Questions related to during stent placement not relevant. The stent was not even introduced in the endoscope nor in the patient did the product fail during stent deployment or recapture? N/a, deployment, recapture, other. If other, please specify. Was the directional button pressed during use? N/a, yes, no. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? N/a, yes, no. Was the yellow marker kept in view during deployment? N/a, yes, no. Are images of the device or procedure available? N/a, yes, no]. Questions related to during introducer withdrawal not relevant. The stent was not even introduced in the endoscope nor in the patient are images of the device or procedure available? N/a, yes, no. Was final stent placement confirmed using endoscopy / fluoroscopy? N/a, yes, no. If yes, what was used? Did the stent open sufficiently to allow withdrawal of introducer safely? N/a, yes, no. Was the safety wire fully removed before removing the delivery system? N/a, yes, no did any part of the product snag/get caught with the stent when removing the delivery system? N/a, yes, no. Questions related to during stent repositioning/removal (for evo-fc & evo-pc devices) not relevant. The stent was not even introduced in the endoscope nor in the patient what instrument was used for stent repositioning / removal? Forceps, snare, other. If other, please specify. Was resistance encountered during advancement and/or deployment? N/a, yes, no. If yes, please when this was felt? Advancement or deployment. How did the physician deal with this resistance? Was the lasso (suture) loop used during repositioning.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluatio the evo-fc-10-11-6-b device of lot number c1721612 involved in this complaint was returned for evaluation, open in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Lab evaluation the device related to this occurrence underwent a laboratory evaluation on the 02 mar 2022 . On evaluation of the device the following was observed. Lab evaluation date: 02 mar 2022 visual inspection: safety lock returned separately. Lock wire in place. Red marker at second dimpling. Functional inspection: 0.035" guidewire was fed into introducer and slight blockage was noted at approximately 12cm from the tip, guidewire was able to advance through the blockage when some additional force was applied. Lab re-evaluation date: 28 mar 2022 functional inspection: 0.035" guidewire was fed into introducer and slight blockage was observed again, guidewire was able to advance through the blockage when some additional force was applied. Stent deployed without issue. Polyimide is observed to be kinked/pinched. Document review prior to distribution evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for ¿evo-fc-10-11-6-b¿ of lot number ¿c1721612¿ did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1721612¿. The instructions for use ifu0062-5 which accompanies this device instructs the user to" if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest the user did not follow the IFU. Root cause review a definitive root cause could not be determined from the information available. The damage could have potentially occurred when the user was taking the device out of the packaging or during preparation. Summary: according to the initial reporter, there have been no adverse effects to the patient reported. Customer complaint is confirmed based on customer testimony. Complaints of this nature will continue to be monitored for potential emerging trends.